Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild tortuosity. The 3.0 x 38 mm xience prime stent delivery system (sds) was advanced and the stent was deployed; however, a distal edge dissection occurred. The 2.5 x 12 mm xience v sds was advanced for treatment, but could not cross the previously implanted stent. There was no damage to the implanted stent during the attempt to cross. A new xience prime stent was implanted successfully for treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Dissection of the coronary artery is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.